Event description:
The patient reported she lost stimulation after being involved in an automobile accident in 2011. The patient's ipg was explanted and replaced with different manufacturer's ipg.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.